Event description:
A ventilator was returned to the MFR's service center with a complaint the device's remote alarm connector was not functioning. There was no reported pt harm or injury. The MFR evaluated the ventilator and confirmed the customer's complaint. The ventilator's remote alarm connection (which requires opening the device housing to achieve the desired setting) was found to be configured incorrectly, resulting in a test failure, and the inability of the device to activate a remote alarm or nurse call system. The ventilator remote alarm connector can be configured to function in three ways; 51.1 k ohms (MFR's default setting), normally closed, and normally open. The required connection for each remote alarm setting is detailed in device labeling (plv-102 service manual, section 7.24.3). The remote alarm connector was restored to the MFR's default setting (51.1 k ohms).

Manufacturer narrative:
The ventilator was previously returned to the MFR for scheduled preventive maintenance on (B)(4) 2010 and the service was completed on (B)(4) 2010. At this time the device passed all required testing, which included remote alarm connector function (plv-102 service manual, section 5.4.2). Repeated attempts to contact the customer to determine if the ventilator remote alarm connection re-configured have not been honored. Based on the available info and testing results, the ventilator's remote alarm configuration appears to have been altered sometime after (B)(4) 2010. The function of the remote alarm connector would not affect the ventilator's ability to deliver therapy to the intended user or the function of the device's primary audible alarms. The MFR concludes no further action is required.